Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-57- user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for high results accompanied by symptoms. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 140-160mg/dl. The customer did report feeling shaky. Customer states she went to her doctor's office earlier today due to the symptom. The product is stored according to specification in the living room. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/23/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. (B)(6).